Event description:
It was reported that a gas leak was detected in the tip of the needle. An icerod cx 90 degree needle/vl was selected for a cryotherapy procedure. When checking the needles, however, there was a leak detected at the tip of the needle. The needle was exchanged for another needle of the same model to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: an icerod 1.5 cx 90 degree needle (lot# 29981581) was returned for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were initially noticed. The needle was connected to the icefx console, and a two-minute confidence test was performed. It was discovered during this confidence test that air was leaking from the needle connector. The needle connector was disassembled, and it was found that the o-rings had slipped off of the wire, where they are supposed to be located. The o-rings were placed in their correct orientation and the leak disappeared. The reported event of gas leaking from the needle tip was unable to be confirmed; however, it was discovered that the console connector was confirmed to be leaking gas. Upon reorienting the displaced o-rings, the leaking gas stopped.

Event description:
It was reported that a gas leak was detected in the tip of the needle. An icerod cx 90 degree needle/vl was selected for a cryotherapy procedure. When checking the needles, however, there was a leak detected at the tip of the needle. The needle was exchanged for another needle of the same model to complete the procedure. There were no patient complications reported.